Event description:
Reporter indicated that pt was experiencing an increase in seizures and the device does not seem to be helping like it used to. Pt was admitted to the hosp after dr visit as a result of having 27 seizures in one day. All attempts for further info have been unsuccessful to date.